Event description:
As reported, during the product presentation the catheter was overinflated and burst. One piece of the latex balloon was torn apart from the catheter. The purpose of use was a product demonstration to the customer. The balloon was filled with air but it is unknown how much air was used. It was indicated that the balloon was over inflated because the customer was "playing" with the balloon.

Manufacturer narrative:
The catheter was received with the stylet wire. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured completely around the circumference at the edge of both windings. The missing latex between the windings was not received with the catheter. There was no damage to the balloon windings or the catheter body. As stated by the customer the balloon was over inflated and ruptured. As stated in the product IFU, the inflation volume for this catheter is 1.7ml gas and 0.75ml water and it is not recommended to exceed the recommended inflation volume. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. During investigation, it was discovered that the demonstration catheter was stored in a car over 4 days with outside temperatures reaching over 35 degrees celsius. A review of the available information indicates that device mishandling appears to have caused the event. No actions will be taken at this time.